Event description:
While inserting a #20 peripheral IV, rn had difficulty advancing the catheter over the needle. When she removed, it appears that the needle punctured the catheter. Product is bd cathena - safety IV catheter, bd multiguard technology. Lot number is 2215681. Product is located in assistant managers office ep 5615. Manufacturer response for safety IV catheter, bd multiguard technology, safety IV catheter, bd multiguard technology (per site reporter). [Redacted date] - sample retrieved; paul emailed the rep; requested RMA and mailer. [Redacted date]- sample shipped fed-x. Bd (B)(4). Mfg letter of investigation received dated [redacted date], confirmed defect but cannot determine root cause.